Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on (B)(6) 2025 regarding an external device. The reason for call was patient states she has been having issues when trying to connect to the implantable neurostimulator (ins) with the handset showing not found, communicator. Pt states manufacturer representative (rep) was made aware of the issue and has been working with the pt. Pt states she has reset the handset and has to rescan the communicator multiple times when trying to connect to the ins. Pt then states for the past 3 days she has been trying to connect to the implanted neurostimulator to make an adjustment and the handset is not connecting to the communicator. Patient states they texted the medtronic representative on sunday and they had patient restart the handset and communicator 4 times and that did not resolve the issue. While on the call patient was able to connect and increase the amplitude to what they need, but the handset is showing not found. Pt then rescanned the communicator and pt was able to see that the therapy is on and was able to make the adjustments she needed. Pt is requesting to have the communicator replaced. Agent reviewed replacement may not resolve the issue. A replacement communicator was sent out.  No symptoms were reported. Pt will call back if she needs further assistance. Pt called back on 07march2025 stating that they received the replacement communicator but it wasn't working as it couldn't connect and they kept seeing not found. Pt said that the communicator was fully charged and they were having the same issue as before. Agent had the pt reset the communicator, power on the communicator, access the mystimrc therapy app and attempt communication again. Pt saw no device response after placing the communicator over the ins. Agent asked the pt if the ins was charged and pt said that the ins was shocking them so they were guessing that the ins was charged. Agent suggested that the pt reposition the communicator. Pt said that the communicator was right on the ins and it was painful. Pt said that every time they moved the communicator it shocked them. Pt repositioned the communicator and then confirmed that communication was successful. Pt then said that they needed to charge the communicator. The troubleshooting steps taken during the call resolved the issue.